Event description:
Country of complaint:(B)(6). Needle detaches easily from thread.

Manufacturer narrative:
MFR site evaluation: samples received: 47 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needles attachment of the samples received and the results do not fulfil the requirements of OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM. Final conclusion: the complaint is corresponding (justified). Corrective/preventative actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.